Event description:
It was reported that the patient experienced mechanical issues with this inflatable penile prosthesis (ipp). The physician has requested a revision surgery. No further information has been reported.

Manufacturer narrative:
Date of event is an approximate.

Manufacturer narrative:
Lot number for the preconnected cylinders and pump: 851385004. D4 c2/d10 have been updated. H6: impact code has been corrected. B3: date of event is an approximate.

Event description:
It was reported that the patient experienced mechanical issues with this inflatable penile prosthesis (ipp). The physician has requested a revision surgery. No further information has been reported.